Manufacturer narrative:
Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Event description:
The consumer reported she got a needle stuck in her foot from stepping on it. Stated, she was unaware that the needle came loose from the hub and landed on the floor. Stated, her spouse was able to remove the needle from her foot with tweezers. Stated, it happened last week but she couldn't provide an exact date. Reported some pen needles are clogging when priming 2 units. Lot: unknown. Catalog: unknown, (nano pen needles). Date of event: unknown. Samples: unknown.